Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead, defibrillation conductor distorted.

Event description:
High impedance >3000 ohms, attempted implant. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.